Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient's wife alleges her husband has been more tired and tired over the last 6-8 months, hasn't been able to sleep through the night, taking a lot of naps, and is experiencing difficulty in breathing, nausea, no appetite, constant headaches, lightheadedness, dizziness. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device has not yet been returned to the manufacturer for evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.